Manufacturer narrative:
In this case, the reported difficult to remove ¿ cds/sgc (clip delivery system/steerable guide catheter) was confirmed as the cds was returned inserted in the sgc hemostasis valve, and the clip was observed to be caught on to the soft tip. The reported unintended movement associated with a sleeve steering issue, however, was not confirmed. Difficult to open or close - clip open inability ¿ anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and the analysis of the returned device, the reported sleeve steering issue appears to be related to user technique/procedural conditions. A cause for the reported inability to open the clip and difficult to remove the cds from the sgc could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a device that was difficult to remove and unintended movement. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4+. Upon clip advancement it was noted that the clip moved in the opposite direction as it was being turned and would not open. Troubleshooting was performed but was unsuccessful. Subsequently, the clip was elected for exchange. The clip was retracted to the steerable guide catheter, however, the clip became stuck on the tip. The clip was unable to be retracted into the sgc, so the clip and sgc were removed simultaneously. The clip and sgc were exchanged and the procedure was completed with an mr reduction to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.